Event description:
A non-healthcare professional reported via chinees health authority that, following the cataract surgery with intraocular lens (iol) implant procedure, the patient was diagnosed with postoperative anterior uveitis. On the first postoperative ward visit, it was found that the patient's cornea had foggy edema, with kp+anterior clearance, cells++, and atrial scintillation++. A small amount of exudate film was visible in the pupil area, and the iol was in place. The patient was advised to administer tobramycin dexamethasone eye drops and bromfenac sodium eye drops every 10 minutes. After anti-inflammatory and anti immune treatment, the inflammatory response subsided. It was reported that the events happened due to patient's own reasons.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Information was provided that after anti-inflammatory and auto-immune treatment, the inflammatory response subsided. The manufacturer internal reference number is: (B)(4).